Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer. The patient also stated that if she touches her implant battery site, she can move the implant battery a little bit. The patient was concerned that if she lays on the implant or puts too much pressure it could move it. Pss recommended that the patient not try to move the implant and avoid too much pressure but she could discuss with health care professional (hcp) if she is concerned about it. No further patient symptoms or complications were reported.

Event description:
A consumer implanted for chronic low back pain and spinal pain reported the implantable neurostimulator (ins) moved around ¼ of an inch, which was a little bit, but not much. It was also reported the setting of the ins was at 5 volts, and the consumer had to charge every day. The consumer was going to talk to their healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.